Event description:
It was reported that the device displays a "perfect screen" while sensor and probe is not connected to a pt, but when the device is connected to a pt, the customer is unable to see the details on the display properly. It was reported that they could only see a dotted unclear waveform. There was no known impact or consequence to the pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, when device was rotated to horizontal position, the screen displays white dots on the black screen. The display was normal when the unit was in vertical position. The core board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.